Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download reviewed showed "screen recoverable error alarm" was observed within the investigation window (on (B)(6). 17 and (B)(6). 2017). Performed receiver functional test: passed. The customer's complaint was confirmed for receiver system check due to receiver "screen recoverable error alarm" was observed within the investigation window. The reported event was confirmed. A root cause could not be determined.